Manufacturer narrative:
Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of three devices that were used in the same procedure. Refer to manufacturer report number MFR. Report # 3005099803-2021-01244 for the lithoclast ultrasound probe, MFR report #3005099803-2021-01245 for the lithoclast ultrasound probe and MFR report #3005099803-2021-01247 for the lithoclast ultrasound probe. It was reported to boston scientific corporation that three lithoclast ultrasound probes were used in a percutaneous nephrolithotomy procedure in the kidney performed on (B)(6), 2021. During the procedure, the three ultrasound probes broke near the connection site and the handpiece was hot. The probes worked effectively at the beginning and as they were continually used they became weaker and eventually broke. It was reported 350 millimeters of the probe detached inside the patient. The fragments were removed using reusable graspers. By the third probe, the physician noticed the break prior to the full separation of the probe from the handpiece. The procedure was completed with a fourth lithoclast ultrasound probe. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be stable. Additional information received on april 1, 2021: during the procedure, the three ultrasound probes broke near the connection site and the handpiece was hot. The probes worked effectively at the beginning and as they were continually used they became weaker and eventually broke. The probes broke at their proximal end near the junction with the handpiece (and near the proximal end of the nephoscope). The piece that broke off of each probe was approximately 35 cm long. It was reported that there was still plenty of length outside the patient for the physician to grab and remove the entire length of the broken piece. By the third probe, the physician noticed the break prior to the full separation of the probe from the handpiece. The procedure was completed with a fourth lithoclast ultrasound probe.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of three devices that were used in the same procedure. Refer to manufacturer report number MFR. Report # 3005099803-2021-01244 for the lithoclast ultrasound probe, MFR report #3005099803-2021-01245 for the lithoclast ultrasound probe and MFR report #3005099803-2021-01247 for the lithoclast ultrasound probe. It was reported to boston scientific corporation that three lithoclast ultrasound probes were used in a percutaneous nephrolithotomy procedure in the kidney performed on (B)(6) 2021. During the procedure, the three ultrasound probes broke near the connection site and the handpiece was hot. The probes worked effectively at the beginning and as they were continually used they became weaker and eventually broke. It was reported 350 millimeters of the probe detached inside the patient. The fragments were removed using reusable graspers. By the third probe, the physician noticed the break prior to the full separation of the probe from the handpiece. The procedure was completed with a fourth lithoclast ultrasound probe. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be stable.